Manufacturer narrative:
The device was not returned to zoll medical corporation, instead the activity logs were provided for review. Review of the log file from the reported event concluded that the device worked as designed and within the limitations of the technology. A review of the logs showed successfully completing self-tests in clinical mode, indicating the device was operational and ready for use. Shortly after there was a non-critical error indicating the battery was below the capacity threshold. This suggests the device was operating with a battery that was already nearing depletion prior to the rescue event. The device logged that the button was pressed, released, and the system was powered off while in clinical mode. It appears the device did not shut down unexpectedly or as a result of system failure. The power-off event was user-initiated, and subsequent behavior was consistent with expected device operation under low battery conditions. It's noteworthy to mention according to the zoll AED 3 administrator's guide, the device is capable of delivering at least three maximum energy (200-joule) shocks after a "change battery" message appears. The operator is advised to replace the battery pack as soon as possible once this prompt is displayed. Analysis of reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that while attempting to defibrillate a patient (age & gender unknown), the device inappropriately shutdown. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant indicated that the patient subsequently expired.